Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not profiles loading. A technical support specialist (tss) reviewed the issue and identified that extensible markup language messages were not processing, which delayed patient data updates. The tss restarted the care fusion coordination engine services, after which message processing resumed normally. New patient data populated successfully and was confirmed by the customer. The case was monitored for 48 hours, during which no further issues were observed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient information was not uploading to pyxis when admitted from genesis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.